Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to a power cable on the system controller, serial number (B)(6), was confirmed. The system controller was returned with damage to the black power cable which had been wrapped in black tape. Upon removal of the tape, a tear in the outer jacket of the power cable was observed. The underlying wires were not visible. System controller log files were downloaded during testing, and the data was reviewed. The data captured events consistent with a system controller exchange on (B)(6) 2026. The controller was observed to be functioning as intended. The returned controller was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time with no active alarms. A root cause of the damage was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. Section 10 of the patient handbook - ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a tear in the power cable on the primary system controller. The controller was exchanged on (B)(6) 2026.